Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient had a return of symptoms after getting a steroid injection in their hip. The injections were done using a CT scanner and they were told by the hcp that it [the device] did not need to be turned off. It was noted that the patient had turned the device on and off with no changes seen. They were reprogrammed on (B)(6) 2019 and seen again on (B)(6) 2019. An interrogation on (B)(6) 2019 was normal, but the patient¿s urinary incontinence had not been well controlled since receiving the steroid injection into their right groin. Prior to the injection, the patient was doing very well from a symptom standpoint. The patient was seen again on (B)(6) 2020 and noted there was no change in symptoms so they were reprogrammed again. Program 1 was replaced and was 1(-), 2(-), 3(+) and the amplitude was 2.3. The event was noted to be ongoing. No further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy). It was reported that on (B)(6)2020 the previously reported issue was resolved without sequelae. No further complications noted or anticipated.